Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that a revision procedure was performed and the connection was verified to be appropriate. The rv lead was tested through the pacing system analyzer (psa) and all lead measurements were appropriate. The rv lead was reconnected to the device and the impedance measurements were appropriate. As a result, the system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The revision procedure has not been scheduled at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead had noted varying pacing impedance measurements on the right ventricular (rv) lead for a few months. Now, the rv pacing impedance measurements were greater than 3,000 ohms. Even though all other lead measurements were appropriate, the out of range impedance measurements were reproduced by pressing on the patient's shoulder. As a result, therapy was programmed off until further testing or a revision could be performed. No adverse patient effects were reported.